Event description:
The customer contact reported a nondelivery. Prior to surgery, the device was programmed to deliver an unspecified concentration of diprivan. No specific pt info, pump programming, or event details were available. After an unspecified length of time, the nurse anesthetist noted that the medication was not infusing. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service and sent to the biomedical department. Therapy was resumed using a replacement device. Though requested no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.